Event description:
The pt was having a transabdominal bak with fusion in 2002. During the procedure, the tip of curette broke off and the surgeon had to extend procedure time due to retrieving broken piece of instrument. The sales rep was present.